Event description:
It was reported to philips that the device experienced a charge shock failure during the defibrillation test portion of operational testing. There was no reported patient involvement/adverse patient impact.